Event description:
A malfunction alarm was reported by the customer, indicating a fault identified as malf 0. The customer's blood glucose level reached 306 mg/dl. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and was instructed to contact technical support again if any further issues arose.